Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: we received performance data collected from the device and have analyzed the data. The lead integrity alert (lia) triggered on (B)(6), and (B)(6) 2012; positive for non-sustained ventricular tachycardia episodes and short interval counts conditions. Interference/noise was noted with thirteen short v-v intervals (<(><<)> 220ms) registered between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that a lead alert triggered and the patient received an inappropriate shock due to external noise detection on the right ventricular lead. It was noted that the patient was using an apparatus for cleaning that was not properly grounded at the time of the oversensing. The lead was reprogrammed with a different polarity and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.